Manufacturer narrative:
Please note that this complaint was reported by voluntary medwatch (B)(4) by the user facility. A copy of the voluntary medwatch report is attached. Concomitant medical devices: 9f unknown introducer to pull back; 0.014 unknown wire; and 3 mm by 2 cm unknown balloon. The device will not be returned for analysis. A device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported in voluntary medwatch (B)(4), the 5f brite tip sheath introducer reportedly fractured and separated as it was being pulled back over the wire. The portion retained in the patient was retrieved with endovascular techniques. The operation was completed by way of common femoral endarterectomy and patch graft angioplasty. The patient was undergoing revascularization of the right lower extremity. During the initial percutaneous portion of the procedure, a 5f introducer fractured as it was being pulled back over wire, leaving a portion of the introducer in the right external iliac artery. This was retrieved using endovascular techniques; it was pulled back into a 9f introducer after being 'threaded" with a 0.014 wire and a 3 mm by 2 cm balloon. The operation was then completed by way of a common femoral endarterectomy and patch graft angioplasty. The patient has done well.

Manufacturer narrative:
Complaint conclusion: as reported, the 5f brite tip sheath introducer reportedly fractured and separated as it was being pulled back over the wire. The portion retained in the patient was retrieved with endovascular techniques. The operation was completed by way of common femoral endarterectomy and patch graft angioplasty. The patient was undergoing revascularization of the right lower extremity. During the initial percutaneous portion of the procedure, a 5f introducer fractured as it was being pulled back over the wire, leaving a portion of the introducer in the right external iliac artery. This was retrieved using endovascular techniques. It was pulled back into a 9f introducer after being 'threaded" with a 0.014 wire and a 3 mm by 2 cm balloon. The operation was then completed by way of a common femoral endarterectomy and patch graft angioplasty. The patient has done well. Multiple attempts were made without success to obtain additional information. The product was not returned. Review of lot 17200467 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The complaint reported by the customer as ¿catheter sheath introducer (csi) - separated-in patient¿ could not be properly evaluated as the catheter sheath introducer was not received for analysis. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the defective device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. Based on the device history record review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.